Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however the threshold issue was consistent with the lead dislodgement.

Event description:
During a follow-up, high capture threshold on the left ventricular (lv) lead was noted. The lv lead had become dislodged. The lead configuration was reprogrammed to a different vector, and the patient was stable with no adverse consequences.